Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2016. It was further reported that the reported screw was implanted on (B)(6) 2016. Revision surgery and explant of the reported screw was performed on (B)(6) 2016.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (510k): device is a veterinary product. No patient information will be reported. Date of event: unknown. (B)(6) 2016 was reported but it is unknown if this was the date the screw actually broke, was discovered to have broken, or if this was the date revision surgery was performed. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported a veterinary event in (B)(6) as follows: it was reported that a screw broke approximately 15 days after initial implantation. Revision surgery on the canine patient was performed on an unknown date. This report is 1 of 1 for (B)(4).